Event description:
Arjohuntleigh received a customer complaint where it was indicated: "resident was being transferred from chair to bed by 2 psws at approximately 6:00 pm in tempo lift. Administrator is confident the transfer was in a large sling but not certain. During the transfer the resident became aggressive flailing left arm causing the left shoulder clip to dislodge resulting in resident to fall backwards on left side striking left side of head. Administrator claims that psws transferred resident approximately 5 feet before resident fell out of sling. Psws lowered carry bar and reattached sling to carry bar and transferred resident to bed. Rpn was called and assisted in transfer. Resident had no previous history of aggression. "As a consequence of the event the resident received a head injury and was taken to the hospital. Arjohuntleigh was informed that the resident died (date of death remains unk).